Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018 the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 600 mg/dl with large ketones abdominal pain and vomiting. The patient was reportedly hospitalized and diagnosed with diabetic ketoacidosis and ¿a stomach bug¿. The patient reportedly discontinued insulin pump therapy and was given insulin via injecting and intravenous fluids. The reporter alleged the pump had not been delivering insulin accurately since (B)(6) 2018. The reporter declined to participate in troubleshooting the pump with animas customer support. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue with the pump. Diabetes management associated with a diagnosed ¿stomach bug¿ may have also contributed to the patient¿s reported hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2018 with the following findings: the total daily dose basal history on 06-jul-2018 indicated that there was a power interruption. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The pump was exercised for 24 hours and recorded insulin deliveries accurately. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.